Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for evaluation. Visual inspection found that the pump was in poor condition - the top case was chipped and cracked and the right plunger was cracked. A review of the event history log noted that there were motor rate, check clutch, and pressure increasing alarms in the history. Functional testing involved use of the pump, which showed that the pump would go into motor rate error during testing and the pressure increasing was due to normal use. The check clutch error could not be verified. The root cause of the check clutch error was caused from improperly releasing the clutch during an infusion, based on the history log. The root cause of the motor rate error was due to the main board not being properly seated onto the extrusion. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. MFR# clarification: new registration number (B)(4) is now being used for MFR report number, replacing registration number (B)(4).

Event description:
It was reported that medfusion pump encountered a check clutch error. No adverse health outcomes occurred.